Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir was used up but none of the insulin was ever delivered to the customer's body. He stated that he changed the infusion set to check for air bubbles and found rubber rings at the end of the reservoir. There was a set change and a prime was run. The customer said the prime ran for an extensive period of time and the pump pushed out most of the insulin from the reservoir but he only saw one drop come out of the tubing. There was neither a leak nor was moisture present on the insulin pump. No further information was provided.